Event description:
It was reported post op an adjustable gastric band procedure, the port flipped and the pt developed an infection at the port site. The port was repositioned and reattached. The patient was prescribed antibiotics for the infection. No hospitalization was required. In 2009 the pt was playing a game of golf and while he was playing, the skin tore and the port slipped out of the abdomen. The surgeon removed the pot and closed the skin site. The surgeon is planning to replace the port. The pt is fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.